Event description:
Litigation alleges patient suffers from metal debris, metalosis, pseudotumor, elevated cobalt chromium metal ion levels, pain.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided femoral head and no other reports against the remaining product/lot code combinations. Per procedure, the femoral head is exempt from device history record review. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update received on nov 10, 2015; pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient with clicking and popping sounds, decreased strength and function of hip, and congenative heart failure with heart transplant related to metallosis. There was nothing in the medical records to support heart issues related to metallosis or the total hip arthroplasty so that is not being reported at this time. The revision surgical report noted significant bone loss at greater trochanter, abductor damage, leg length discrepancy, increased metal ions, metallosis, pseudotumor, and the acetabular component malpositioned with significant anteversion and somewhat vertical. The acetabular shell added to complaint for malposition. Product part and lot updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.